Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
This MDR is the third of 3 related mdrs and addresses the lot # 1278740 event. It was reported that 4 bd 5ml syringe luer-lok ¿ tip had cracked plunger rods. The following information was provided by the initial reporter : the customer reported syringes with cracked plunger rods.

Manufacturer narrative:
H6: investigation summary our quality engineer inspected the 10 samples and one photograph submitted for evaluation. The reported issue of plunger rod broken / damaged was not confirmed for batch 1278740. No loose samples from batch 1278740 were returned for the investigation. Material 309703 with lot number 1278740 was manufactured on october 6, 2021. DHR for this lot was reviewed and there are no internal rejects related to the reported issue. The image shows 2 plunger rods inside the barrels with both plunger rods cracked in two places from an unknown batch #. Bd determined that a potential root cause for the cracked plunger rod defect could be associated with the assembly process. H3 other text : see h10.

Event description:
This MDR is the third of 3 related mdrs and addresses the lot # 1278740 event. It was reported that 4 bd 5ml syringe luer-lok ¿ tip had cracked plunger rods. The following information was provided by the initial reporter : the customer reported syringes with cracked plunger rods.